Manufacturer narrative:
(B)(4). Attempt to obtain patient information have been unsuccessful. Written attempt to obtain the patient information was made via email. No tests/laboratory data was available. No information was available. It was manufactured prior to 09-24-2016. The implant or explant dates are not applicable to this device.

Event description:
This case was reviewed and investigated according to the manufacturer's policy. It was reported when the wire was removed from the package, the user observed foreign material at the tip of the wire. The device was not used. There was no patient injury. The device was returned and investigated according to the manufacturer's policy. Visual and microscopic inspection and functional testing were performed. The dome was corroded. Transparent fibers were observed at the distal coil near the dome. The manufacturer's quality engineer confirmed the transparent fibers observed for the device is a fiber of cotton from the tip used to clean the tip of the tip coil during manufacturing. It was possible to generate fibers on another similar device to the fibers observed on the returned device. Both had the same characteristics and visually the issue is the same. The probable cause of the reported failure is fibers left on the device from when the operator cleaned the tip coil during manufacturing. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. There were no nonconforming material reports or deviations noted that would contribute to the reported failure mode. This complaint will be monitored as part of complaint data analysis. This event is being reported because device analysis observed fibers left on the device from when the operator cleaned the tip coil during manufacturing.